Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was functioning within a normal range throughout the day, with readings between 82¿100 mg/dl. At approximately 05:00¿06:00 pm, the patient developed symptoms including nausea and dizziness. No fingerstick blood glucose (fsbg) was obtained, and no treatment was administered at that time. At approximately 08:00 pm, after returning home, the patient began vomiting and developed shortness of breath. The cgm displayed 53¿57 mg/dl range with a downward trend arrow. The patient self-treated with 15 grams of apple juice; however, symptoms persisted while cgm readings subsequently ranged between 80¿100 mg/dl. After approximately 1¿2 hours of ongoing symptoms, including fatigue and abdominal pain, a fsbg was obtained and measured 588 mg/dl. A repeat fsbg displayed ¿hi¿ (above measurable range), while the cgm simultaneously read 140 mg/dl. The sensor was removed. The patient administered 1.5 units of insulin via pen and was then transported to the emergency department (ed) by her fiancé. Upon arrival at the ed (approximately 22:00), a fsbg was obtained and reported to be approximately 600 mg/dl (exact value not recalled). The patient was treated with 2¿3 liters of IV fluids and 2¿3 insulin boluses via injection. Severe ketones were present and the patient was diagnosed with diabetic ketoacidosis (dka). The patient remained in the ed overnight for monitoring and treatment. On (B)(6) 2026 at approximately 07:00 am, the patient was discharged with a fsbg between 200¿250 mg/dl. Symptoms had resolved at the time of discharge, and ketone levels had decreased to a range considered safe for discharge. Following discharge, the patient reported doing well without further issues. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.